Event description:
Vague report from hospital's attorney stated that three hrs after starting a pca pump infusion, a nurse was called because the pt. Was not getting pain medication. The nurse inspected the pump and found the syringe in a position with the plunger "on the 55cc mark and a 20cc air bubble in the syringe, and 40cc of demerol solution remaining in the barrel."